Event description:
The event involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch and was received from a sr. Specialist, post market vigilance of cardinal health/distributor. The customer reported that the device leaked at the filter during chemotherapy (unspecified) infusion. The leak was described as condensation around the filter with a few drops surrounding the filter. There was patient involvement and no human harm reported.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it is has not yet been received. E1 - contact extension number contact fax number - (B)(6). Distributor contact information. Cardinal health canada (B)(4).

Manufacturer narrative:
D9 - device returned for evaluation 5/24/24. A picture showing a biohazard bag was returned. Received one (1) new list #142540489 primary plum set. No damage or anomalies noted on the received set. The et was leak tested per specification. No leakage was observed. The complaint of filter leaks could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.